Event description:
It was reported that pi box is not connecting via hardwire connection to the nim vital. Pi box is connecting via bluetooth but not via hardwire.  User checked other pi boxes with the same cables and they connected via hardwired connections.  Therefore user ruled out a cable issue and confirmed the pi box plug in port  connection issue. Unit was swapped out for another nim vital mid case with no patient issue and no delay to the surgery. Additional information states that the only indicator was a low battery message on the console due to the battery running low on the pi box. The pi box would not recognize that a hardwired cable was plugged into it.

Manufacturer narrative:
H3: product analysis found cable connection failure due to a defective main pcba usb port, and a defective afe pcba. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.